Event description:
While wearing the external equipment, the pt reportedly had no sound perception. The pt was seen at center for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's device has been scheduled.